Manufacturer narrative:
No conclusion code available; failure event observed during analysis. A partial lead was returned for analysis. Final analysis found insulation degradation noted at 4.5cm to 4.6 cm from the connector pin.

Event description:
This report is to advise of an event observed during analysis.